Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.0/+2.5/071 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens had tore during loading and noted "during pulling in cartridge". Intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as unknown and noted "the lens was torn during loading, tried with the other side but also same torn".

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).